Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, atrial position lead check failed. Atrial therapies disabled. All the atrial lead electrical measurements are within expected range. The ra lead remains in use. No patient complications have been reported as a result of this event.